Event description:
It was reported that the nursing staff claimed the arctic sun device was not warming. However, when they had them boot it up for testing, both times it booted to an alarm 47. Per additional information updated from ttm on 17nov2025, biomed troubleshooting device that did not warm patient. Per sample evaluation results on 06jan2026, alarm 79 (non-recoverable system error) seen due to tank harness issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nursing staff claimed the arctic sun device was not warming. However, when they had them boot it up for testing, both times it booted to an alarm 47. Per additional information updated from ttm on 17nov2025, biomed troubleshooting device that did not warm patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.